Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. It was noted that the sheath showed air bubbles after the second aspiration. No matter how slow or how much aspiration was being performed, the sheath pulled in air. The air ingress was noticed while introducing the farawave catheter into the patient and then taking a 20ml aspiration of the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications occurred. The sheath is not expected to be returned for analysis as it was discarded.